Event description:
A review of the manufacturer's programming history database identified that intermittent high lead impedance was observed for a patient's device. The first instance of high impedance occurred approximately 3 years after the system was implanted; however, within the same office visit, system diagnostics were performed again, and the high impedance was no longer present. System diagnostics were within the normal limits during subsequent clinic visits. The next instance of high impedance was observed a year after the first; however, additional system diagnostics performed within the same clinic visit were within the normal limits. Diagnostics were within the normal limits through the remainder of the programming history. No additional relevant information has been received to date. No known lead-related surgical intervention has occurred to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently did not indicate that information was initially received from the distributor, initial report did not indicate that patient underwent vns-related surgery initial reporter, corrected data: initial report inadvertently did not indicate that information was initially received from the distributor date received by manufacturer, corrected data: initial report inadvertently did not indicate initial aware date as 10/03/2013.

Event description:
Additional programming data review indicated that the patient's device registered multiple instances of intermittent high impedance over a period of nearly 4 years, with the first beginning less than 1 year after implant. On that date, the distributor reported that system diagnostics performed subsequent to the interrogation, which showed high impedance, showed normal results. High impedance appeared intermittently throughout the remainder of the implant history of the generator. Although the patient has not undergone a lead revision surgery to date, the patient underwent generator replacement surgery due to low battery several years after the high impedance was identified. No additional relevant information has been received to date.